Manufacturer narrative:
B3: event date : it was reported peritonitis occurred in july 2025. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, it was reported the patient was hospitalized for the event. It was reported that the patient was treated with "anti-inflammatory" drugs. At the time of this report, patient outcome and action taken with pd therapy was not reported. No additional information was available.

Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow up, it was reported that the cause of peritonitis is unknown. It was reported that the patient recovered from the peritonitis and was discharged from the hospital. It was reported that pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.